Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient reported a possible loss of efficacy. She was instructed to turn her device off. The patient was seen on (B)(6) 2015, and her device was still off. She was instructed to continue with the device off for another two weeks and they would review possible explant. It was also reported the patient had pain at the battery site on the right side that would come and go. No action was taken and the event was ongoing.

Manufacturer narrative:
(B)(4). Analysis of the ins, (B)(4), found no significant anomalies. The can had scratches and burn marks but was functionally okay.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturer representative, reported the patient perceived a lack of efficacy. The outcome remained unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v610572, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study via a manufacturer representative reported the patient requested her device be explanted as she felt it did not work. There were no patient symptoms reported associated with the event. The patient had her standard annual visit programming on (B)(6) 2015, and they were working with the patient to schedule device explant within the next month. Indication for use was reported as urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v610572, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturer representative, reported the patient experienced a gradual loss of efficacy. Reprogramming was performed an intervals, dates were unknown. The patient's system was explanted at the patient's request due to trial closure and the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.